Event description:
It was reported that the lead alert triggered, and the lead exhibited high impedance. The lead remains in use, and will be monitored until the generator changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.